Event description:
A nurse from the user facility reports that during a follow-up exam, the intraocular lens did not appear to be centered. The surgeon removed and replaced the lens without complication. Upon removal, the surgeon noticed the lens haptic was torn.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was broken in the gusset area and the lens optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.